Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the high voltage cable connectors were regreased and a filament calibration was performed as a precautionary measure.

Event description:
The customer reported that the system made a popping noise and shut down. There is no report of patient injury associated with this event.